Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 500mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. Advised the caller that the insulin pump would be replaced. The mother also stated that the device alarmed motor error and failed the battery test. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window and scratched display window.